Event description:
The device was returned to the manufacturer with no information. The device was analyzed and tested out of specification. Follow up with the clinic determined that the device was replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.